Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 14 atms on the intial inflation. The lesion being treated was in the mid lad. No pt injuries or complications were reported.